Manufacturer narrative:
The customer reported the tubing fell apart, and returned several photos, verifying 3 different failures, on 3 different sets, of material 2420-0007. Upon initial visual examination, the photos verified the complaint of separation from the male luer. The three different events all had the same failure mode and location. There are no physical samples for investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to a specific process, without confirming the root cause on a physical sample. Without a confirmed root cause, there are no plant actions taken.

Event description:
No additional information was provided.

Event description:
Captures 3 of 3 patients. It is reported separation. Verbatim: we are having issues with primary tubing. They keep snapping. Third incident, on (B)(6) 2026, happened with chemotherapy had completed and nurse was flushing the line. Rn heard a "popping sound" and noted that line was severed. Possible chemotherapy exposure to family and staff. Rn wearing proper ppe.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.